Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip resulting in a non-deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E1: phone number: (B)(6). A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a patient underwent a coronary angioplasty via right femoral artery puncture without complications. The specialist decided to perform vascular closure with the involved angio-seal 6 fr, which was ready on the procedure table without problems, proceeded to change the introducer by angio-seal introducer, then proceeded to remove guide plus dilator and insert angio-seal 6 fr system; proceeded to remove the system for the subsequent deployment of the angio-seal in the artery of the patient. However, when removing the system, there was no deployment of the anchor, collagen, or suture there it was removed and proceed to perform manual compression for thirty (30) minutes, without complications for the patient. Countermeasure were no complications with the patient during the procedure. When it was observed that the device did not deploy properly, it was decided to apply manual compression to the access site for approximately 30 minutes. Blood loss was none. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 22 nov 23: no concomitant devices were used with the involved device. Angio-seal was used at the end of procedure.